Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, hematuria and erosion in the urethra. The aus was explanted and the patient tried pelvic floor physical therapy over the past years but unable to regain continence, a new aus was implanted until now. There were no additional patient complications reported.